Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the radial artery. The 28mm in length, 2.75mm in diameter and de novo target lesion was located in the left circumflex artery (lcx). A 28 x 2.75 promus premier¿ drug-eluting stent was deployed in the target lesion. However post deployment, the physician noted a distal edge dissection while orthogonal views of the deployed stent were taken. A 2.50 x 20 promus premier stent was used to cover the dissection and the procedure was completed. No further complications were reported and the patient's status was stable.